Manufacturer narrative:
The technician cleaned, degreased and lubricated the hi/low drive assembly to repair the bed.

Event description:
Information received indicates the hi/low function is drifting.